Event description:
Report received from an international affiliate of an underdelivery. The report stated that the pump was programmed to deliver an unspecified parental nutritional support. No specific programming parameters were provided. "Parents reported that pump has alarmed that assigned quantity of solution was delivered, but in the sack remained 200ml of the solution." There were no reported adverse patient effects. No medical interventions were required.